Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient's aortic annulus measurements were under the following: 73.1mm perimeter and 408.2mm^2 area. Pre-dilation was performed with a 20mm non-abbott balloon. It was noted that the non-coronary cusp (ncc) had calcification. The patient's aortic valve angle was 44 degrees. The valve was implanted. The final implant depth was 3mm from the ncc and 4mm from the left coronary cusp (lcc). While removing the delivery system, the radiopaque tip of the delivery system was caught on the valve and pulled it above the annulus. Two snares were used to hold the valve in place while a second non-abbott valve was deployed. The patient did not present with any clinical signs or symptoms. The patient was stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. An event of migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported migration appears to be related to procedural conditions (radiopaque tip caught the end of the valve during device removal). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. H6. Health effect - impact code - 2199 no health consequences or impact no longer applies.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient's aortic annulus measurements were under the following: 73.1mm perimeter and 408.2mm^2 area. Pre-dilation was performed with a 20mm non-abbott balloon. It was noted that the non-coronary cusp (ncc) had calcification. The patient's aortic valve angle was 44 degrees. The valve was implanted. The final implant depth was 3mm from the ncc and 4mm from the left coronary cusp (lcc). While removing the delivery system, the radiopaque tip of the delivery system was caught on the valve and pulled it above the annulus. Two snares were used to hold the valve in place while a second non-abbott valve was deployed. The patient did not present with any clinical signs or symptoms. The patient was stable.